Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead was not able to convert the rhythm to sinus during defibrillation threshold testing at implant, when the physician was closing the pocket. The lead was not used and was replaced. The patient was discharged after the procedure.